Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22fr rf3 sheath is > 7mm. In this case, the access vessel mld was noted to be 10mm with severe calcification and moderate tortuosity. It is possible that patient factors (advanced age, severe vessel calcification and moderate tortuosity) may have contributed to this reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2013-21866.

Event description:
As reported by the edwards field clinical specialist, the patient developed a right side external iliac perforation during sheath removal. The case was originally planned as a transapical approach due to the circumferential calcium on the patient¿s left and right common iliac arteries. The surgeons determined the arteries were large enough for the transfemoral approach, based on the access vessel measurement of 10mm x 10mm. Little resistance was encountered during the insertion of the dilators and rf3 introducer sheath. The sapien 23mm valve was positioned and deployed as planned. During sheath removal, a drop in blood pressure occurred and a vessel perforation was noted. A coda balloon was inflated and two covered stents were deployed. When this did not restore flow, the stents were post-dilated and then two more covered stents were inserted. When distal flow was still not restored, the patient was sent for surgical repair. Following the procedure, the patient was transferred to the ICU in stable condition.